Event description:
It was reported that an ilet bionic pancreas displayed a malfunction alert corresponding to a software runtime error, with the device presenting code 57 and repeated alarms that did not resolve after up to three restarts, necessitating device replacement and use of backup therapy. Symptoms included no reported changes in blood glucose. Outcomes included temporary use of backup therapy and device replacement. Investigation included review of the device alert history and guided troubleshooting with restart attempts. Investigation of this case revealed a persistent software runtime error associated with device malfunction that was not resolved by power cycling. It was concluded that the cause was a software-related malfunction of the device.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.